Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device power up properly after battery installation. Device received with operating currents within specification. Device passed displacement test. Power connector plug in and locked in place properly, however unit alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not turning on. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump was dropped and the battery compartment on the back was cracked. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.